Manufacturer narrative:
Continuation concomitant products: product ID 3389-40, lot# j0417907v, implanted: (B)(6) 2004, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 37601, serial# (B)(4), product type: implantable neurostimulator. (B)(4), analysis results for the returned extension were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient requested another battery be opened. It was opened, not used, and returned to the manufacturer where analysis will be performed. It was reported the ins was removed because they were questioning the functionality of battery. The physician requested the battery be tested for functionality due to high impedances. The patient recovered without sequela. Additional information was received from the health care professional (hcp) via the manufacturer representative. It was clarified the explant procedure occurred on (B)(6) 2018 and the re-implant of the extensions and ins was done on (B)(6) 2018. It was reported after dissecting the lead and reconnecting the lead to the extension connection, there were open circuits. The distal end of the lead seemed to be frayed per the physician which was believed to be the cause of the open circuits.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0417907v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708660, serial# unknown, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: (B)(6) 2008, UDI#: (B)(4); product ID: 3708660, serial/lot #: unknown, ubd: (B)(6 )2022, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the lead was damaged during the extraction procedure on (B)(6) 2018. No environmental/external/patient factor were thought to have led or contributed to the issue. It was reported testing on the lead was done with a testing cable. All contacts showed open circuits. The physician made multiple attempts to resolve the issue by disconnecting/reconnection and testing with the clinician programmer. The physician requested a new extension and battery to try to restore therapy for the patient. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Lead (lot# j0417907v): fdc 67, fdr 3221, fdm 4114 extension (serial# (B)(4)): fdc 11, fdr 3233, fdm 4118 implantable neurostimulator (serial# (B)(4)): fdc 67, fdr 3221, fdm 4114. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was clarified the hcp requested to switch out the extension first thinking it could have been a faulty extension. Then they requested to try another battery. The damage to the lead occurred while dissecting the leads and removing the boot and disconnection the lead/extension connection during the reimplant.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating they were having difficulty getting therapy turned back on and the hcp thought it might be a broken lead. It was noted that the rep did a "programming trick" and was able to get it working. It was noted that the last 3-4 months they have been having trouble again with the right stm lead. An oor occurs when they program the right stn lead, this has been an ongoing issue since implant. Impedances were out of range on 0, 1, 8, 10 at greater than 2000 ohms.